Manufacturer narrative:
The MFR did not receive devices, x-rays , or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and / or the device (s) be returned for eval and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the pt was implanted a durom us acetabular component 52/46 l on the right side on (B)(6) 2009. The pt was revised on (B)(6) 2014 due to loosening corrosion cyst and fluid collection. It was stated, pt had his right hip replaced in (B)(6) 2009 with a zimmer, cup is a durom, size 52, stem is a alloclassic, size 3, neck is neutral and the head is a 46. Pt just had to have a revision ((B)(6) 2014), replacing the cup due to an apparent defect of the product. The bone did not grow around the top of the stem, the stem was corroded, there was fluid apparently leaking, and cyst developed.